Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted (B)(6) 2008; 5076-45 lead, implanted (B)(6) 2008.

Event description:
It was reported that the right ventricular (rv) lead exhibited elevated sensing integrity counter (sic), non-sustained tachycardia episodes, high impedance, undefined impedance, pacing inhibition, and was possibly fractured. The pace/sense portion of the lead was capped and the remainder of the lead is still in use. A previously capped lead was uncapped and is now being used as a pace/sense lead. The patient is pacing dependent. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead also exhibited high superior vena cava (svc) impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.